Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
On november 29, 2019 a bridgewater associate emailed technical support to report that two employees on two separate occasions in november were false positive (n=4) on cue on cartridge lot 18463i and 18720i. The employees were using reader sn: (B)(4). Employees were positive on cue, then negative upon cue re-test and negative on pcr.